Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 10 atms. The number of inflations and to what atm is unk. The lesion being treated was a 100% stenotic lesion in the right coronary artery (rca). The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.